Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report on (B)(6) 2017 indicated that the patient experienced infection around the peg tube and was treated with antibiotic keflex for 4 days. Since the infection was not resolved, the patient was switched to antibiotic augmentin for 10 days. The infection was resolved.